Event description:
Patient had a vertebroplasty, which is off-label use, june 2005. Patient's indication is spinal compression fracture to t12, & l2. Surgeon injected 2 units of miig x3 into vertebra body and patient died 12 hours after surgery. No information on other products used during the procedure except that contrast media was used prior to miig x3 for angiograph. The patient's condition was not good, showing a low bp during the procedure.